Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a vertical misalignment at the distal end of the unit, making it difficult to grasp properly during setup/inspection for use on an olympus reusable rigid endoscopic tissue manipulation forceps. There was no patient injury reported.